Event description:
Subsequent to the initial medwatch report, the following clarification is needed: the resistance was felt when the doctor tried to depress the plunger (step 2) after not doing it completely the first time. The needles were indeed kinked after the doctor retrieved the plunger.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the device was not positioned at a 45-degree angle when deploying the needles and the plunger (step 2) was depressed more than once. It should be noted that the electronic perclose proglide instructions for use (eifu) states: do not deploy the perclose proglide smc device at an angle greater than 45 degrees, as this may cause a cuff miss. Additionally the eifu states: do not use excessive force or repeatedly push the plunger assembly. After visually confirming contact with the body of the device only one time, this step is complete. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Manufacturer name, city and state: email updated. MFR site - contact name and email updated.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 2017 - failure to follow steps / instructions the device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath after coronary intervention procedure. Reportedly, when deploying the needles, a 45 degree angle was not done. Resistance was felt when attempting to disengage the needles by pulling the plunger assembly back and the needles were ¿kinked¿. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.